Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033686) on 24-feb-2014. The most recent information was received on 28-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), menstruation irregular ("immediate erratic periods"), abdominal distension ("severe bloating"), pruritus ("itchy skin"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), adrenal disorder ("adrenal problems"), vitamin d deficiency ("vitamin d deficiency"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), constipation ("gastrointestinal issue - constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (having surgery today). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menstruation irregular, abdominal distension, pruritus, back pain, ovarian cyst, adrenal disorder, weight increased, vitamin d deficiency, dysgeusia, migraine, fatigue, insomnia, loss of libido, constipation and alopecia had not resolved. The reporter provided no causality assessment for abdominal distension, adrenal disorder, alopecia, back pain, constipation, dysgeusia, fatigue, insomnia, loss of libido, menstruation irregular, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract infection, vitamin d deficiency and weight increased with essure. Most recent follow-up information incorporated above includes: on 28-mar-2019: case became incident.- social media report received. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), menstruation irregular ("immediate erratic periods"), abdominal distension ("severe bloating"), pruritus ("itchy skin"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), adrenal disorder ("adrenal problems"), vitamin d deficiency ("vitamin d deficiency"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), constipation ("gastrointestinal issue - constipation"), alopecia ("hair loss") and nausea ("nauseating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (having surgery today). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menstruation irregular, abdominal distension, pruritus, back pain, ovarian cyst, adrenal disorder, weight increased, vitamin d deficiency, dysgeusia, migraine, fatigue, insomnia, loss of libido, constipation and alopecia had not resolved and the nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, adrenal disorder, alopecia, back pain, constipation, dysgeusia, fatigue, insomnia, loss of libido, menstruation irregular, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract infection, vitamin d deficiency and weight increased with essure. The reporter considered nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 24-feb-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), menstruation irregular ("immediate erratic periods"), abdominal distension ("severe bloating"), pruritus ("itchy skin"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), adrenal disorder ("adrenal problems"), vitamin d deficiency ("vitamin d deficiency"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), constipation ("gastrointestinal issue - constipation"), alopecia ("hair loss") and nausea ("nauseating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (having surgery today). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menstruation irregular, abdominal distension, pruritus, back pain, ovarian cyst, adrenal disorder, weight increased, vitamin d deficiency, dysgeusia, migraine, fatigue, insomnia, loss of libido, constipation and alopecia had not resolved and the nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, adrenal disorder, alopecia, back pain, constipation, dysgeusia, fatigue, insomnia, loss of libido, menstruation irregular, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract infection, vitamin d deficiency and weight increased with essure. The reporter considered nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter's information added. Event: nauseating was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033686) on 24-feb-2014. The most recent information was received on 08-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), menstruation irregular ("immediate erratic periods"), abdominal distension ("severe bloating"), pruritus ("itchy skin"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), adrenal disorder ("adrenal problems"), vitamin d deficiency ("vitamin d deficiency"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), constipation ("gastrointestinal issue - constipation"), alopecia ("hair loss") and nausea ("nauseating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hyst and bil salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, menstruation irregular, abdominal distension, pruritus, back pain, ovarian cyst, adrenal disorder, weight increased, vitamin d deficiency, dysgeusia, migraine, fatigue, insomnia, loss of libido, constipation and alopecia had not resolved and the nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, adrenal disorder, alopecia, back pain, constipation, dysgeusia, fatigue, insomnia, loss of libido, menstruation irregular, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract infection, vitamin d deficiency and weight increased with essure. The reporter considered nausea to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: obstruction of fallopian tubes by essure coils. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033686) on 24-feb-2014. The most recent information was received on 09-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("utis"), menstruation irregular ("immediate erratic periods"), abdominal distension ("severe bloating"), pruritus ("itchy skin"), back pain ("back pain"), ovarian cyst ("ovarian cyst"), adrenal disorder ("adrenal problems"), vitamin d deficiency ("vitamin d deficiency"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), fatigue ("fatigue"), insomnia ("insomnia"), loss of libido ("loss of libido"), constipation ("gastrointestinal issue - constipation"), alopecia ("hair loss") and nausea ("nauseating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hyst and bil salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, menstruation irregular, abdominal distension, pruritus, back pain, ovarian cyst, adrenal disorder, weight increased, vitamin d deficiency, dysgeusia, migraine, fatigue, insomnia, loss of libido, constipation and alopecia had not resolved and the nausea outcome was unknown. The reporter provided no causality assessment for abdominal distension, adrenal disorder, alopecia, back pain, constipation, dysgeusia, fatigue, insomnia, loss of libido, menstruation irregular, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract infection, vitamin d deficiency and weight increased with essure. The reporter considered nausea to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: obstruction of fallopian tubes by essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number added. Reporters, patient demographics, lab data, product indication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.